Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient was unable to void, she was just leaking. Additional information was received from the patient and it was reported that she was still unable to void and wanted to know if she should cath. Additional information was received from a consumer regarding the patient and it was reported that the patient had not had a bowel movement. No further complications anticipated.

Event description:
Additional information received from patient reported that she experienced some diarrhea two times on (B)(6) 2017. At about a day later, patient¿s family reported that the stimulation was off and she was confused since she did not turn it off. She turned stim back on and the issue was resolved at the time of the report. There were unknown environmental, external, or patient factors that may have led or contributed to the issue. On (B)(4) 2017, it was further reported that patient experienced a diarrhea accident a day prior. Patient had advance evaluation trial started on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.